Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. There was blood and contrast inside and outside of the device. Microscopic examination of the tip, collar, hypotube and distal shaft revealed a partial separation at the collar of the device. The maximum outer diameter (od) of the guidezilla distal shaft was within specifications. The guide catheter used in the procedure was not returned for analysis, so a mach 1 (batch 50938775) was used for functional testing. The guidezilla loaded into the guide catheter hub without issue and advanced through the guide catheter without issue. When the guidezilla was fully removed from the mach1, the device became fully separated at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22aug2016. It was reported that catheter shaft kink and difficulty advancing through guide occurred. The target lesion was located in the tortuous right coronary artery (rca) and has critical diffuse stenosis from the mid segments onwards. The physician advanced a non bsc guidewire across the target lesion and decided to use a guidezilla¿ guide extension catheter for better back up support with a non bsc guide catheter. However, the guidezilla¿ failed to pass through the non bsc guide catheter despite multiple attempts and kinked during negotiations. No patient complications were reported and the patient's condition is stable. However, device analysis revealed a partial separation at the collar of the device.